Manufacturer narrative:
It was found that the customer had released patient results on a calibration that had failed. Product labeling states: "it is important to verify that calibrations and qc results are valid before measuring routine samples. Validation can be performed either at the host or on the cobas 6000 system. For routine operation it is sufficient to validate calibrations and qc by means of the system overview screen: a failed or newly recommended calibration is indicated on the system overview screen by the calibration and qc select button turning yellow. " the investigation determined the event was due to a product handling issue at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
After the customer repeated calibration and qc the issue was resolved. The investigation is ongoing.

Event description:
The initial reporter complained of questionable results for approximately 100 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer was also getting instrument alarms but not on all patient samples. The customer stated the patients were run after calibration had failed but they did not realize it. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 112 mmol/l. The repeat result was 124 mmol/l. The initial k result was 4.3 mmol/l. The repeat result was 4.8 mmol/l. The initial cl result was 82 mmol/l. The repeat result was 92 mmol/l. The initial results were reported outside of the laboratory. The patient was sent to the hospital for a redraw and the results came back as "normal." The specific results were not provided. No electrode lot numbers with expiration dates were provided.